Manufacturer narrative:
An investigation is currently underway. Upon completion, the result will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer states that on the evening of (B)(6) 2013 the dialysis catheter fell out. The catheter insertion date was (B)(6) 2013. The catheter is not silver, but a heparin palindrome. No add'l info was provided by the customer and no sample.